Event description:
Surgeon was utilizing a saw blade on a small power hand piece. The blade broke off at the bottom of the saw attachment piece. All pieces were retrieved and a new system was utilized. FDA safety report ID# (B)(4).